Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the temperature module was intermittently working. He replaced the temperature module. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the temperature module to function as intended. The pst powered on the lab use only (luo) heart lung machine (hlm) power supply and the luo central control monitor (ccm) and plugged the temperature module in. The temperature module was tested against seven luo temperature standards and passed all. Per data log analysis, on (B)(6) 2021 channel one of the temperature module reported status changes. The status toggled between in range to under range. The temperature sensor was disconnected and connected but the status did not stabilize. Power cycling did not correct the frequent status changes either. The log confirms the complaint.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the venous temperature module failed. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.